Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis refrigerator lock clicked and immediately appeared as failed hardware. The orange icon appeared, and the lock indicated the door was open even though it did not allow the customer a chance to open the door. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator lock had failed. The field service engineer (fse) found that the latch was clicking while opening and replaced the latch. The customer confirmed that the repair was successful. The system functioned as intended after the field service engineer repaired the device.